Event description:
It was reported when using the bd pyxis¿ es server, warehouse data was not flowing. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ es server, warehouse data was not flowing. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used in this incident, it was determined that the data was not flowing. A technical support specialist remoted onto the logistics server to investigate the issue. Discovered that the notify order picked option was not selected under both the general information and transaction queue options sections. Enabled this setting and monitored the system for transaction activity. A successful transaction was subsequently created and completed. Verified the transaction in medlink and confirmed that orders were now being created. The system functioned as intended after the technical support specialist troubleshot the device.